Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and preplaced the psm due to non-recoverable faults. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed the following possible related system errors: maxis error occurred, reported by sac_4 (surgical axes controller in psm4).

Event description:
It was reported that during a da vinci-assisted sp radical salvage prostatectomy surgical procedure, a non-recoverable fault was displayed. The user performed a power cycle on the system, but the issue persisted. The user undocked the system and performed several hard power cycles on the system, but the issue remained. The user removed the instruments post-anesthesia and port placement. Isi followed up with the site and the robotics coordinator confirmed that the sp procedure was converted. The single port incision was closed, and the procedure was converted using a multi-port multi-port system (xi system). The conversion required additional surgical port placement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and preplaced the patient side manipulator (psm) due to non-recoverable faults. The system was tested and verified as ready for use. The psm was analyzed by failure analysis and found to have no failures. The errors were confirmed in the logs; however, upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component had functioned as expected. The psm was also driven, power cycled 10x and idled for about 2 hours with no issues. The psm was then installed onto a test platform where the unit passed all relevant testing. The base and distal ends were inspected for any sorts of contamination but found no abnormalities. The unit passed multiple tests during in house testing. The complaint was not confirmed based on the failure analysis.

Event description:
Refer to h11 for follow-up information.